Manufacturer narrative:
(B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the hospital. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified initial surgical procedure on (B)(6) 2016, the screw broke just below the head during insertion. The screw head was retrieved but the screw shaft remains in the patient's bone. The surgery was completed successfully with no reported surgical delay or additional patient harm. This report is 1 of 1 for (B)(4).